Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction of not alarming due to sieve bed contamination. Device was scrapped, as the device was beyond repair due to sieve bed contamination. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the unit has no alarms.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has no alarms.